Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that after the successful insertion of the intra-aortic balloon (iab) the guide wire could not be removed. The iab's position was confirmed via x-ray. The iab was replaced successfully. The indication for use was acute extensive forearm myocardial infarction and cardiogenic shock. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter with the one-way valve attached. The original guide wire returned was still inside the inner lumen. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. The technician attempted to remove the original guidewire that was still inside the inner lumen and was able to remove the guidewire with some difficulty but the guidewire was found to be unraveled near the j-tip. The technician attempted to insert the laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The evaluation confirms the reported difficult/unable to remove guidewire problem. The condition of the iab as received indicated an occlusion in the inner lumen. This can cause difficulty inserting or removing the guide wire through the inner lumen. The evaluation confirmed the reported difficult/unable to remove guidewire problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after the successful insertion of the intra-aortic balloon (iab) the guide wire could not be removed. The iab's position was confirmed via x-ray. The iab was replaced successfully. The indication for use was acute extensive forearm myocardial infarction and cardiogenic shock. There was no reported injury to the patient.